Manufacturer narrative:
The date of the event was reported as an unknown date ¿last month¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal patient experienced a peritonitis. The cause of the event was reported as ¿cold¿ manifested by cough; however, it is unlikely a ¿cold¿ would directly cause or contribute to the pathomechanism of peritonitis, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with an unspecified anti-inflammatory drug (drug name, dose, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.